Manufacturer narrative:
The company representative, was able to replicate the reported event. The host module was replaced to address this issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The host module was received, for this investigation. A visual assessment of the returned sample revealed, no obvious nonconformities. The sample was installed into a calibrated console, with no advisories displayed at startup. The sample passed all functional tests, and the reported event could not be replicated, as the returned sample was working as intended. Based on the information obtained, the root cause of the reported event is attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred, remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery a system locked up and was unable to be used (machine froze up during irrigation). The surgery was completed after restart the system and changed balanced salt solution bag and disposable cassette materials. There was no patient impact reported.